Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds after the patient had presented with chest pain. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.